Manufacturer narrative:
H6- health effect- clinical code: 4581- lens rotation h6 - investigation type 4110: lens work order search - one similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with lens rotation. The lens was explanted and the problem resolved. Cause of the event is unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned dry in microcentrifuge tube. Visual inspection found haptic torn. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).